Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (e315) occurred. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported event could not be determined. In addition, the cause of the scope communication error (e315) was defects in the ultrasound plug unit and the printed circuit board. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. Three attempts were performed to obtain additional information, but no response was received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonovideoscope was not recognized by the console. The issue occurred during inspection for use (prior to patient use). There were no reports of patient involvement.